Event description:
On (B)(6) 2017, the lay user/patient contacted lifescan (lfs) USA, alleging that his onetouch ultramini meter was reading inaccurately high compared to his feelings and/or normal results. The complaint was classified based on information obtained from the customer service representative (csr) and additional information obtained by the csr during a follow-up call with the patient on (B)(6) 2017. The patient reported that the alleged issue began at 11:40 a.m., on (B)(6) 2017. The patient advised during the follow-up call with the csr that he tests his blood glucose 6 times per day and that his usual and/or expected results are ¿150-160 mg/dl¿. The patient advised that he then tested his blood glucose with the subject device and he claimed obtaining a reading of ¿121 mg/dl¿ with the subject device, which he felt was high compared to his feelings and/or normal readings. Meter to feelings/normal results comparisons do not meet the criteria necessary for lfs to determine an inaccuracy. The patient reported that approximately 10 minutes prior to the alleged issue occurred, he developed symptoms of ¿shaky hands, blurred vision and dizziness¿. The patient manages his diabetes with oral medication (metformin, 2000 mg twice daily), diet and exercise. The patient reported that in response to developing symptoms, he immediately self-treated by drinking cola and eating some dates. The patient denied testing his blood glucose with another device. At the time of troubleshooting, the csr noted that the unit of measure was set correctly on the subject meter. The csr confirmed that the test strips had been stored properly, were not open beyond their discard date and had not expired. The csr also noted that the patient did not have testing supplies available to test the subject meter. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed symptoms suggestive of a serious injury adverse event whilst using the subject device and the meter could not be ruled out as a cause or contributor to the event.

Manufacturer narrative:
The lay user/patients meter and test strips have been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. In addition, a device history record review was performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. Lifescan also conducted an evaluation of the test strip lot and concluded that this lot did not breach the thresholds set for escalation and no systemic issue was observed. Analysis was not possible for the returned test strips due to unknown storage and handling preventing the allegation being physically investigated. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.